Event description:
It was reported that the plastic cover of an lv 5 infusor was warped. It is unknown at what step of the process this occurred. The reporter stated that because the plastic cover was warped, the coil cap could not attach. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates between april 17, 2013 - april 18, 2013 the device was returned for evaluation. Visual inspection of the device identified that the burgundy coil cap was separated from its plastic cover. The plastic cover was observed to be warped. This confirmed the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the of the warped plastic cover was determined to be exposure to excessive heat. Should additional relevant information become available, a supplemental report will be submitted.